Manufacturer narrative:
Results - product performance group could not determine a conclusive root cause for the loose stent and reported difficulties. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the balloon. The stent implant was loose on the balloon and was between the markers. There were four bent struts in the middle and distal sections of the stent. There was no other damage noted to the stent. The balloon was loosely folded. There were visible crimp marks on the balloon between the markers. The protective sheath was not returned. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. The returned sds had contrast visible in the balloon and blood visible in the guide wire lumen which is consistent with prepping the device and inserting into the body. The stent implant was loose between the markers of the balloon, which was also loosely folded. Measurements of the outer diameters of the stent implant were oversized and did not meet manufacturing specifications, however, the oversized measurements are consistent with the stent being loose on the loosely folded balloon. There were four bent struts in the middle and distal section portion of the stent. There were crimp marks visible on the balloon between the markers, indicating that the stent was initially crimped in the correct location. The inability to cross a lesion can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and accessory device support. In this case, it was reported that the lesion was very tortuous with significant stenosis, which may have contributed to the reported difficulties. The damage noted during analysis of the device, likely occurred during the procedure and/or from handling the device, as no damage was reported as being noted during the inspection prior to use. The bent stent struts may have been caused by possible interaction with the anatomy and/or accessories during the attempted positioning of the stent and/or form handling of the device during packing/shipping back to abbott for evaluation. To help ensure this type of issue is not the result of a manufacturing issue as all sds are subject to 100% visual inspection at multiple steps in the manufacturing process. A review of the lot history records did not find any non-conforming material reports issued for this lot that were related to the reported issue and release test data for this lot indicate all samples were within specification. There does not appear to be a product quality issue associated with the lot; however, based on the reported information a conclusive root cause for the loose stent and reported difficulties cannot be determined. Product performance engineering will monitor the incident circumstances.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the target lesion was the proximal lcx with significant stenosis and heavy tortuosity. An attempt was made to advance the 2.5 x 23 mm xience v stent delivery system (sds) towards the lesion, but it failed to cross. Subsequently, the stent migrated and there was stent strut damage. A 2.5 x 18 mm xience v was implanted successfully. No additional event or patient information is available.